Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a dent on channel tube the forceps cannot be inserted smoothly. However, the most probable root cause for foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a dent on channel tube, issue with forceps insertion and foreign objects in air/water cylinder and tube. There was no patient involvement.